Manufacturer narrative:
Site reported during post op visit the surgeon noted the light adjustable lens was implanted backwards into the patient's left eye. The lens was repositioned on (B)(6) 2022. Rxsight's first awareness of event was 2/25/2022. Device history record for the lens was reviewed. No issues were noted. The lens remains implanted.

Event description:
Site reported during post op visit the surgeon noted the light adjustable lens was implanted backwards into the patient's left eye. The lens was repositioned on (B)(6) 2022. Rxsight's first awareness of event was 2/25/2022.